Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak from the right iliac limb is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable. Unable to identify the contributing factors due to a lack of the relevant medical information. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem has been updated d1: product family has been updated d2: product description has been updated d4: model number has been updated d4: lot # has been updated d4: expiration date has been updated d4: unique identifier (UDI) # has been updated d6: implant date has been updated d11: concomitant medical products and therapy dates have been updated g4: date received by manufacturer has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post implant a type 1b endoleak on the right limb was detected on a routine follow-up and the physician elected to implant an afx limb stent graft and an ovation ix extender to treat patient. This event was reported under MDR# 2031527-2019-00339. Now, approximately 2 years post secondary procedure, a type 1b endoleak on the left limb was identified during a routine follow up. The patient was reported as doing well. Additional information: the physician elected to implant an ovation ix iliac extension to resolve this event. The patient was reported as doing fine post secondary procedure.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post implant a type 1b endoleak on the right limb was detected on a routine follow-up and the physician elected to implant an afx limb stent graft and an ovation ix extender to treat patient. This event was reported under MDR# 2031527-2019-00339. Now, approximately 2 years post secondary procedure, a type 1b endoleak on the left limb was identified during a routine follow up. The patient was reported as doing well.